Event description:
The customer reported the device will turn on/off at random. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device powered on and off by itself due to an electrically shorted component on the circuit board.